Event description:
It was reported that the user was unable to connect and lock the lure connector on the ilet during a supply change, after which the user rewound the ilet and used a new connector from lot: 32115, enabling successful attachment and resumption of insulin delivery; blood glucose was 161 mg/dl and not affected. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of necessary therapy beyond the brief troubleshooting period and no medical intervention. Investigation included technical troubleshooting and user education via customer support. Investigation of this case revealed that replacing the connector and rewinding the device resolved the connection issue, indicating proper device function after corrective steps. It was concluded that the event was related to connection difficulty that was corrected through standard troubleshooting, with the device operating as intended after intervention.